Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion during testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported downstream occlusion alarm caused by a failed downstream sensor. The failed downstream sensor was replaced.